Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, complex stenosis in the distal right coronary artery. Pre-dilatation was performed with the 2.5x12 mm nc trek balloon, after which a 2.5x12 mm non-abbott stent was deployed. Post-dilatation was planned using the same nc trek balloon; however, during readvancement of the balloon catheter resistance was felt. When the device was removed, a kink was observed in the proximal shaft. A new balloon catheter was used to complete post-dilatation successfully. No adverse patient effect or clinically significant delay in the procedure was reported. Return device analysis revealed a separated proximal shaft. The account reported that there was also resistance during removal of the device at which time the separation occurred. No additional information was provided.

Manufacturer narrative:
T(B)(4). Concomitant products: guide wire: whisper ms; stent: endeavor resolute 2.5x30 mm. The device was returned for evaluation. The reported shaft detachment and kink were confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.